Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, sex, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap notapplicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Lot # and UDI are not available. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with an unspecified band aid brand kizu power pad. The consumer visited an ent doctor after using the product. The consumer experienced symptoms of dyspnea after using the product. There was no further information provided or obtained.